Event description:
It was reported that this right ventricular (rv) lead presented high impedance measurements, lack of capture and no sensing. The issues were confirmed using a pacing system analyzer (psa). When examined, the lead was found to be kinked, so it was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.